Manufacturer narrative:
Eval: local cell, plunger.

Event description:
It was reported by svc report that the svc tech conducted annual preventive maintenance and found 2 faulty foot load cells and the siderail plunger would not allow the siderail to be locked in high position. No pt involvement or adverse consequences are reported.